Manufacturer narrative:
Medwatch sent to FDA on 6/8/2016. (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling, tenderness, hardening of filler, immune reactions and biofilm theory are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of edema, hypersensitivity, pain and skin irritation: "undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. Amongst which: (non exhaustive list) inflammatory reactions (redness, oedema, erythema, etc.) Can appear after the injection which can be associated with itching or pain on pressure. These reactions can last for a week. Indurations or nodules at the injection site. Cases of necroses in the glabellar region, abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections having been reported, is advisable to take these potential risks into account."

Event description:
Healthcare professional reported treating a patient that was injected with unspecified juvederm in the lower face and cheeks by another injector from another clinic. About 3 months later, the patient developed "swelling, tenderness and hardening of filler" in the lower face and cheeks after dental work. Patient was treated with keflex, flagyl, panafcort and hyalase. Healthcare professional had requested information on management "relating to swelling filler reactions" and "immune reactions patients are experiencing down the track with the 'biofilm' theory - not the immediate post injection side effects." Symptoms are ongoing.